Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were inserted and deployed on the mitral valve. A third clip, a mitraclip xtw was then inserted but due to sufficient mr, a decision was made to remove the clip. However, after retracting the clip from the guide, the dacron layering around the clip was observed to be slightly damaged. It was noted that the guide tip probably damaged the clip. The procedure was completed with two clips implanted. The mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip cover deformation. There is no indication of a product issue with respect to manufacture, design, or labeling.